Event description:
11/28/1998 - admitted (with) subcapital fracture right femur. 11/30/1998 open reduction and internal fixation, right hemiarthroplasty. 12/4/1998-peroneal nerve palsy right; right foot drop. Discharged 12/5/1998 - to emergency dept with bleeding from hip incision. Discharged. 12/11/1998- readmitted cold, cyanotic toes & absent pulses right foot; excessive bleeding, serosanguinas drainage hip incision site. 12/14/1998-return to surgery; attempted closed reduction dislocated right bipolar, prosthesis; prosthesis disassociated. 12/16/1998-return to surgery, open reduction and internal fixation & replacement of cup portion prosthesis. Replacement: biomet lot 807420, 28 mm io/58 mm oo. 12/17/1998-right sided weakness, diminished mental status 12/19/1998 - expired.